Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2015 and straps were used. During firing, the white part from the distal tip separated from the device. The piece dropped into the patient`s body, but was retrieved. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.